Event description:
Valve was explanted due to thrombus. One leaflet was not moving "perfect".

Manufacturer narrative:
On 3/18/1997, a 25 mm mitral st. Jude medical mechanical heart valve (model 25m-101) was implanted. On 5/22/1997 this valve was explanted at the same facility due to thrombosis. One of the leaflets was observed at explant to not move "perfect". Another 25 mm mitral st. Jude mecical mechanical heart valve (model 25m-101) was then implanted, and the pt's postoperative health status was reported as "fine". Results of investigation: the valve was received in the st. Jude medical valve div fer analysis laboratory in a plastic specimen container, in a dry state. The carbon surfaces of the valve appeared clean. The sewing cuff had previously been removed, and was not returned for analysis. Both leaflets exhibited normal mobility. The valve was chemically sterilized and forwarded to an independent pathologist at the st. Paul & lung center, for gross morphological examination. Conclusion: info reviewed from the valve's device history record and the additional testing performed through the fer analysis lab indicated the valve complied with st. Jude medical specification at the time of MFR. Results of this investigation are inconclusive. The cause of thrombosis and the resulting impeded leaflet remains unknown. Due to the fact the sewing cuff was not returned for analysis, and the valve appeared to have been extensively cleaned prior to returning it for analysis, there was no thrombotic material which could have been pathologically examined. Performance testing results indicated the one leaflet being impeded, or not moving "perfect", was not due to an intrinsic valve defect.